Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as degradation, stress, component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, it was found that the adhesive around the objective and light guide lenses had a pinhole, damaged. There was no patient involvement.